Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a minimum fill notification occurred across multiple cartridges, after filling the cartridges with 300 units of insulin. In addition, it was reported that the battery gauge was observed to be fluctuating. There was no reported impact to the customer¿s blood glucose level. Reportedly, the customer reverted to an alternate method of insulin for insulin delivery.